Manufacturer narrative:
H3: product analysis identified that the tm90t0's micro usb charge port was loose. The device passed battery charging bench test and final functional jbal test. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient (pt) with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient had significant problems with the communicator. Pt stated it was hard to turn on the communicator for several days. Pt then stated that the communicator would not turn off. Pt stated the communicator was dropped yesterday and now 'it was working'. Pt stated they had issues before the drop. Pt then stated that the communicator had not been working or turning on/off for several weeks. Pt later said they have had issues ever since they got it. Agent was not understanding the issue pt was experiencing. On the call, communicator was powered on and pt connected to the pump without any issues. Pt stated they never know when 'this thing' was going to work and when they need to take a bolus it was very upsetting. Agent reviewed communicator was operating as expected. Agent recommended to monitor and document the issue and can call back if further assistance was needed. Additional information was received that patient was still encountering the same problem. The agent had patient try to reset the communicator, but it was not responding. The issue was not resolved. Agent sent a request to repair to replace the communicator.